Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to low blood glucose. Customer primed the insulin pump while attached to the infusion set. Customer was not aware that insulin pump was working. The current blood glucose reading is 252 mg/dl. The customer stated that he has been low for a couple of weeks. The blood glucose reading at the time of the event was 5 mg/dl. Customer was admitted to ICU. Nothing further reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery alarm tests, due to alarms during basic occlusion test. Unit was received with scratched display window and cracked reservoir tube.